Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a system fault 42221 error. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed, and functional testing was performed. Customer complaint of error code 42221 was confirmed through the event log but not duplicated through functional testing. The downstream occlusion (dso) sensor and upstream occlusion (uso) sensor were calibrated.